Manufacturer narrative:
Occupation is patient/consumer (patient's husband). The test strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. On (B)(6) 2022, the meter result was 8 inr. The laboratory result within 4 hours was 3.5 inr. On (B)(6) 2022, the patient had a meter result of above 8 inr. The laboratory result was 4.1 inr. The time frame for the comparison of the results was requested but not provided. On (B)(6) 2023 at 12:22 p.m., the meter result was 8 inr. At 1:20 p.m., the laboratory result was 5 inr. The patient¿s therapeutic range is 3.5 inr. The patient's testing frequency is at least once a week.